Manufacturer narrative:
Per the clinic, the patient underwent revision surgery on (B)(6) 2016, in order to place an internal magnet. The implanted device remains. (B)(4). Implanted device remains.

Manufacturer narrative:
This report is filed on october 13, 2016. (B)(4). Implanted device remains.

Event description:
Per the clinic, the patient developed infection at abutment site, however the issue could not be resolved; subsequently, the patient was treated with oral and topical antibiotics (date not reported). The implanted device remains.